Manufacturer narrative:
Information initially received through FDA medwatch (mw5094220) per ccds ticket ccds0004073. Device not returend for evaluation. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable. Review of the process and data by battelle and 3m supports the investigation finding, that there are no known adverse effects with using the h202 battelle decontamination process within the guidelines of the approved procedures. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported n95 masks were not sealing properly and shortness of breath. The masks associated with this event were part of the battelle ccds "closed system" process.